Event description:
It was reported that customer expressed concern that battery did not last very long. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation or assistance, no additional information was obtained, and no further action was required.